Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient presented to the emergency room (e.r.) With a dislocated left hip and was revised. Rep provided one pre-revision x-ray, and reported that additional x-rays, medical records, and further information are not available due to hospital policy.

Event description:
It was reported that patient presented to the e.r. With a dislocated left hip and was revised. Rep provided one pre-revision x-ray, and reported that additional x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed following a clinical review. Device evaluation and results: not performed as the reported device was not returned for evaluation. A review of the provided medical records and x-rays by a clinical consultant indicated: in summary, an adverse movement of the hip early after an invasive procedure not related to the hip arthroplasty, caused a dislocation further facilitated by a decreased muscular condition around the hip after previous revision surgery and high age of the patient. All involved mechanisms are patient-related in origin. A dislocation of a mdm device is virtually always intraprosthetic in nature and as such always requires open reduction given the multiple parts involved and the present damage to the retention mechanism for the femoral head. As such were mdm metal bearing, adm poly insert and femoral head exchanged with the stem and cup shell retained although further details are missing due to lack of information. As such is principal failure mode of this case patient-related in origin with the intraprosthetic dislocation of the mdm a procedure-related characteristic of the device. No device-related factors are present in this case even though no explants were returned for investigation, consistent with the type of failure. Procedure-related factors: intraprosthetic dislocation is a procedure-related characteristic of any mdm liner construct. Patient-related factors high age contributes to muscular atrophy. Previous hip revision surgery contributes to decrease in soft tissue stability of the hip. Invasive procedure with anesthesia shortly before the hip event contributing to temporary mental confusion and decrease in neuromuscular control. Device-related factors: none. Diagnosis: previous hip revision surgery contributing to a general decrease in soft tissue stability around the hip in combination with muscular atrophy at higher age (B)(6) caused a hip dislocation shortly after an invasive procedure with anesthesia with temporary mental confusion and decrease in neuromuscular control in an elderly patient. The mdm dislocation was intraprosthetic in character and as such required open reduction. Device history review: could not be performed as lot code information provided was invalid. Complaint history review: could not be performed as lot code information provided was invalid. A review of the provided medical records and x-rays by a clinical consultant concluded: "previous hip revision surgery contributing to a general decrease in soft tissue stability around the hip in combination with muscular atrophy at higher age (B)(6) caused a hip dislocation shortly after an invasive procedure with anaesthesia with temporary mental confusion and decrease in neuromuscular control in an elderly patient. The mdm dislocation was intraprosthetic in character and as such required open reduction." If further information becomes available or the product is returned, this investigation will be re-opened.